Event description:
It was reported that the image of the subject device flickered and presented an error code e315. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and only the error code could be reproduced. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the error code e315, the cause was traced to a component failure. The image flickering was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.